Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the remained foreign material could not be identified. The event can be detected by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective lens with bad angle and cloudy image. The issue was observed during equipment inspection/evaluation. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) medical examination center. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of the angle wire the play of the upward/downward angulation control knob was out of the standard value, bending section cover, connecting tube, light guide lens, scope connector cover, suction connector, universal cord, grip, scope cover, lock engagement lever, lock engagement lever knob, upward/downward angulation control knob, right/left knob, control unit, switch box had a scratch, the protector of universal cord on suction connector side had a scratch, the connecting tube had a wrinkle, suction cylinder was shaved, control unit had discoloration, adhesive on bending section cover had a chip, due to slipping out of light guide bundle the illumination was uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.